Event description:
Boston scientific neurovascular became aware of an event in which the physician could not get the subject device to move, it was stuck. The physician kept trying to move the subject device when the stent deployed prematurely. Pulled entire system out and replaced it with a new one of the same size. No complications with the patient were reported to have occurred during this event.